Event description:
It was reported that the plum 360 device continues to deliver past volume to be infused (vtbi) settings during performance verification testing (pvt). A review of the device's log data found that the pump did deliver end-of-infusion at continue rate when the pump was first run using the default drug library (ddl). After the user attempted to change the default end-of-infusion rate from continue rate to keep vein open (kvo) in biomed mode the pump continued to switch to continue rate at the end of a line a delivery. Only after toggling the default end of infusion rate a second time did the pump switch to running kvo (1 ml/hr) at the end of infusion. Testing of the device was performed by two separate entities in an attempt to duplicate the behavior; both groups were unsuccessful in duplicating the behavior. No additional information is available at this time.

Manufacturer narrative:
The customer complaint is confirmed. The log data appears to show that the pump did deliver end-of-infusion at continue rate when the pump was first run using the ddl. After the user attempted to change the default end-of-infusion rate from continue rate to kvo in biomed mode the pump continued to switch to continue rate at the end of a line a delivery. Only after toggling the default end of infusion rate a second time did the pump switch to running kvo (1 ml/hr) at the end of infusion. Testing was performed by two separate entities in an attempt to duplicate the behavior. Both groups were unsuccessful in duplicating the behavior. Additional information: initial reporter phone : (B)(6).